Manufacturer narrative:
E1:(B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient faced elevated blood glucose levels of 388 md/dl treated with insulin pump on (B)(6) 2026.